Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The implant was hydrated and evaluated under magnification. The gel stent appeared to be unobstructed and has a clear internal channel. The gel stent was broken as per the reported complaint. The reported complaint of the xen glaucoma treatment system was not confirmed. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional also reported the broken implant was removed by introducing viscoelastic to the eye and doing a washout. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. The safety and effectiveness of more than a single implanted xen®45 gel stent has not been studied.

Event description:
Healthcare professional reported there was a fault in the slider of the xen®45 gts injector which caused difficulties during deployment and needle retraction, causing xen®45 gts to be broken. Affected eye is left. Surgery was completed with another xen®45 gts.